Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported having problems during the injection of the tecnis itec pcb00 23.0 diopter intraocular lens (iol) in the patient¿s eye, because the handle of the iol came totally out of the correct position when leaving the preloaded cartridge. Physician mounted the iol correctly in another new cartridge and implanted it in the patient¿s eye normally. There was no patient injury.